Event description:
It was reporrted that the customer was hospitalized for high blood glucose and dka. Troubleshooting was performed. The insulin concentration, programming, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed within specifications. The family called back and stated that the pump had a "no delivery" alarm. The infusion set was changed. However, the customer did not treat her glucose level with a manual injection.